Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo device on (B)(6) 2023. The patient began to experience a reoccurrence of arm pain and it was found that the implant had subsided. The surgeon removed the implant on (B)(6) 2025 and fused the patient. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was returned following the removal surgery, and will be evaluated using exponents approved prodisc c evaluation protocol. The report will be issued under pdcv-0034. Imaging was not provided for review. There were no anomalies associated with the complaint identified during the complaint investigation. The implant removal was caused by implant subsidence that lead to arm pain. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c vivo device on (B)(6) 2023. The patient began to experience a reoccurrence of arm pain and it was found that the implant had subsided. The surgeon removed the implant on (B)(6) 2025 and fused the patient.